Manufacturer narrative:
The first date recorded in the memory log was (B)(6) 2011 when the device recorded a successful manual power up. It is possible the memory log was erased prior to this date. Further manual power ups were recorded on (B)(6) 2013 and (B)(6) 2013. No further log entries were recorded until (B)(6) 2014 when the device recorded another manual power up. This was the final log entry. Investigation found the device performed to specification during testing at heartsine. On receipt at heartsine the device powered up normally and the status indicator continued to flash green. As the device was manufactured in 2007 the green status indicator does not flash as distinctly as newer devices. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked inthis report.

Event description:
There was no patient involved in this event. No or weak status indicator on device.